Manufacturer narrative:
(B)(4). The service engineer (se) performed extended self-testing on the device and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that the ht70 ventilator froze at the green image after it was powered on. The customer reported to turning off the vent and could not duplicated the alleged malfunction. There was no patient involvement at the time of the reported event.

Manufacturer narrative:
(B)(4). Covidien was not authorized to repair the device.